Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported two proglide devices failed during an interventional bivi ablation procedure. Manual arterial compression was used to achieve hemostasis. No additional information was provided.